Event description:
Customer reported no power on this pump. Details were not available regarding the set up of the infusion device. Info regarding whether or not the device was in use on a pt when the problem was found was also not available. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.